Event description:
There was an allegation of a questionable glucose hk gen.3 result for a patient sample tested on a cobas c 303 analytical unit. The initial result was 6.97 mg/dl. The repeat result was 110 mg/dl.

Manufacturer narrative:
The reagent lot number is 882312. The expiration date was requested but not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) exchanged a defective sample probe. Following the fse intervention, no further issue was observed. The investigation determined that the service actions resolved the issue.